Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("protracted/irregular bleeding") and menometrorrhagia ("irregular menstrual cycles"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and menometrorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("protracted/irregular bleeding") and menometrorrhagia ("irregular menstrual cycles"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed in (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and menometrorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ left essure device is partially within the endometrial cavity') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abnormal uterine bleeding. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), genital haemorrhage ("protracted/irregular bleeding") and menometrorrhagia ("irregular menstrual cycles"). The patient was treated with surgery (hysterectomy, dilation and curettage). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage and menometrorrhagia outcome was unknown. The reporter considered device dislocation, genital haemorrhage, menometrorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2020: satisfactory occlusion of bilateral fallopian tubes. Left essure device is partially within the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2021: medical record received. Reporters, lab data and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.